Event description:
A peritoneal dialysis (pd) patient's contact reported during dwell 4 the cycler alarmed for a supply bag blockage. Treatment was discontinued. When the cassette dor was opened fluid was leaking inside. The patient completed treatment manually. The set was returned for evaluation. During follow up the patient's contact reported the patient was able to complete treatment manually and has been well with no complications. No adverse event reported at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The cassette was visually inspected and a small hole was found on the cassette membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.